Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) checked the station settings and confirmed that the unit was online and that updates had been completed. The fse found that the station had been shut off during the update process. No issues on the device. The customer reviewed the system and confirmed that everything was functioning properly. The system functioned as intended when the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the updates were taking too long to complete. There were no adverse events or injuries reported based on this event.